Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 1165 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer stated that the bent cannula caused the event. The customer inserted the infusion set with an insertion device for the first time. She was not sure how to use it, and as a result she inserted the infusion set incorrectly. Previous to the event, the customer had always inserted the infusion set manually. Nothing further was reported.